Event description:
The patient had a nevro ins implanted in 2017. In 2019, the device was hacked. Since then, the patient had ongoing issues with their device being triggered by outsides sources (e.g. Airplanes), sometimes up to 100 times per day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).